Event description:
It was reported that the patients ipg would no longer charge following a non-device related surgery and unknown if electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explant device will not be returned as it was kept by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred after patient had back surgery a year ago.